Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During the procedure, when using independent grasping, the posterior gripper would not lower when uncoupled. When the grippers were left coupled, it works fine. The clip was implanted, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.